Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had a decreased battery status at the time of implant. Two battery capacitor reformations were completed and the status did not improve. This ICD was not used, another device was successfully implanted and this device was returned for analysis.